Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer could not complete a pump reset because they did not have supplies for a new cartridge. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.